Manufacturer narrative:
Eval summary: the lens was returned for eval. The lens was returned in two pieces. Other damage was observed which was caused by the lens being replaced incorrectly into the lens case. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product eval. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on 01/27/2012 and 01/31/2012 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged due to a hyperopic outcome. The iol was exchanged for the same model, different diopter lens. Add'l info has been requested.